Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a broken force sensor was detected during seating or regular delivery. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase; unable to perform any tests due to a35 alarm. The insulin pump was with severely scratched display window, cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.